Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of the tfna helical blade due to cut-out. The tfna nail was removed, and the fracture was reduced. The same tfna nail, a new blade, and new locking screws were inserted. The surgeon attempted to use trauma bone cement, but the surgeon perforated the femoral head with a guidewire and was uncomfortable inserting cement. The procedure outcome and patient status are unknown. This report involves one (1) unknown nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4). This product complaint, (B)(4), is related to (B)(4).